Event description:
It was reported that during a da vinci si surgical procedure, the customer noted a broken cable on the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode of broken cable. The instrument was placed on the in-house da vinci robot system and driven. Instrument passed recognition, engagement and electrical continuity tests. Instrument moved intuitively with full range of motion in all directions. The grips were able to open and close properly. The instrument was found to be fully functional. Additional observation not reported by site was char marks on one side of the yaw pulley. Internal laboratory testing has determined that the arc track failure mode is most likely to occur when a bipolar instrument is energized with no tissue between the grips. Internal arcing in bipolar instruments results in a potential loss of product function, but no transfer of energy to the patient. Intuitive has concluded that the likelihood of injury due to this failure is remote. User are instructed to retain back-up instruments in case that an instrument fails to perform, and are also instructed in proper technique to minimize the likelihood of internal arcing. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.